Event description:
Four years after original surgery, a revision surgery was performed to remove a broken pedicle screw. No patient injury was reported. Surgeon reinstrumented with a different pedicle screw system.

Manufacturer narrative:
Method - reviewed device history record. Results - device was manufactured to all applicable specifications.